Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that, one day after implant, the right atrial (ra) lead dislodged causing sensing and threshold issues. Loss of capture was seen while and intermittent capture was observed in aai mode during the revision procedure. The lead was repositioned and it remains in use. No patient complications have been reported as a result of this event.